Event description:
Hospira sapphire plus IV pumps have a defective cord attached to the back of the pump that plugs into the wall. The "black box" at the plug in part of the cord breaks and causes electrical shocks to employees. This pump is also defective in other ways: iron will not infuse, roller pumps defective, tubing defective, air in line with no alarms.